Event description:
Caller reported a tandem mobi cartridge alarm during the load process and expressed concerns about repeated cartridge alarms with consecutive cartridges, though no previous alarms of the same code were reported with this pump. There was no adverse impact to the customer's blood glucose level, as the issue did not cause levels to exceed 500 mg/dl. Technical support confirmed the need to replace the pump, provided instructions for storage mode, and arranged for a replacement to be sent. The customer acknowledged the instructions and will use multiple daily injections as backup therapy in the meantime.